Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: unknown, serial: unknown, batch: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2026-01705. It was reported one of patient's leads had high impedances following several falls. Investigation was unable to identify which lead attributed to the issue. X-rays revealed one lead had fractured and one lead migrated. Surgical intervention was undertaken wherein the leads were explanted to address the issue.